Event description:
Philips received a report that a patient sustained lacerations on both little fingers that required stitching. The lacerations occurred after the patient's little fingers became caught between table and system covers during movement of the table into the system.

Manufacturer narrative:
Ref.ID: (B)(4). The investigation is still ongoing for this event. When the investigation is completed a follow up will sent to the FDA. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.